Manufacturer narrative:
Concomitant medical product: h601h27 heart ring, implanted: (B)(6) 1997, 310c29 tissue valve, implanted: (B)(6) 2006, 694965 lead, implanted: (B)(6) 2018, dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. No further patient complications have been reported as a result of this event.